Event description:
The customer reported an elevated thyroid-stimulating hormone (tsh) result, for one patient, involving access 2 immunoassay system. Subsequent testing produced a result within the normal reference interval. The elevated report was released out of the laboratory. An amended report was released to the physician. There has been no report of patient injury and no patient treatment was associated. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 and stated previous system verification did not implicate system hardware issues. The fse stated the customer has had previous issues with pre-analytical sample handling. No formal protocol for reflex and retests has been instituted, as recommended by the fse, to address sample collection technique and laboratory handling of samples. The fse noted the fixed angle statspin centrifuge used by customer is not the recommended centrifuge for bd (becton dickinson) tubes. Bd recommends a swinging rotor centrifuge to optimize separation of the gel layer. The customer accepted the pre-analytical sample handling literature to consider changes to the sample handling process. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable event. This medwatch report is related to MDR 2122870-2011-05392.